Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarmed and was also confirmed by telemetry as a critical alarm. It was due to zero ml reservoir volume reached. The last pump refill had occurred on (B)(6) 2011, but the empty reservoir was corrected on (B)(6) 2011. The reason was a change in the reservoir volume and then back again at the refill on (B)(6) 2011 during the same programming session was done but not updated. This update/re-update resolved the programming issue.